Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. While on support, there were suction alarms present. Albumin and and blood were provided. Additionally, there was oozing around the impella site. Two units of packed red blood cells were provided and surgical repair was performed with the cp in place. Staff noticed that blood was leaking from the red impella plug. The impella was turned off, explanted and replaced. The patient remained on support with the replaced pump.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation for the reported access site bleed, low pump flow, and product damage has been completed. The impella device was returned for evaluation. Upon inspection of the returned product, a hole in the catheter was found at the 70cm mark and on the reposition sheath. Blood was also found in the red handle. Clinical details state that the patient had a drop in hemoglobin and had suction alarms. Oozing was noted at the impella cp access site about 12 hours into support and a blood leak from red handle was noticed after surgical repair. Upon further inspection, clinical noted a puncture/knick in catheter after impella explant. The root cause of the access site bleeding was most likely use related. The root cause of the product damage (hole in catheter) was determined to be use related, which is most likely contributed to the suction alarms (low pump flow). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.